Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 415 mg/dl treated with insulin pump. The event involved product(s) mmt-332a, mmt-242, mmt-1884. Troubleshooting was performed and confirmed that customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported hyperglycemic event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. In further full review of the daily total and generated reports all bolus delivered during testing in file history. No unexpected alarm anomaly during testing or in the history files on event date. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The sc1 cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump passed all testing required. No device problem found during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.